Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient experiences headaches when the stimulation is on. The patient stated that at a chiropractic appointment they adjusted their lower back, whereas they normally adjust the patient's neck. The patient stated that after the chiropractic appointment in (B)(6) 2016 they began experiencing extreme headaches whenever the stimulator is turned on. There was no issue prior to the appointment, when the device is turned off the headache goes away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was to be seen on (B)(6). The patient was seen and impedances were tested and were all within normal limits. An x-ray was taken with c-arm and the paddle had not migrated. No issues were found with the troubleshooting. The patient is to further follow-up with the neurologist. The patient's pain doctor determined that the headaches are not related to the ins.